Manufacturer narrative:
H3, h6: the enclosure charger was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the enclosure charger analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000175, serial/lot #: rev. 2: s/n (B)(4); product ID: bi71000195, serial/lot #: rev. 2: s/n (B)(4); product ID: bi71000176, serial/lot #: rev. 3: s/n (B)(4). A medtronic representative went to the site to test the equipment. The power tray, power enclosure, charging enclosure and all the batteries were replaced. The system passed the system checkout and was found to be fully functional. The kit svc o2 bi71000176 encl power convs rev. 3: (B)(4) was returned for analysis. Analysis found that the power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. The kit svc bi71000195 tray o2 ias power rev. 2: s/n (B)(4) was returned for analysis. Analysis found that the part was returned from the field as part of a proactive change. The kit svc o2 bi71000175 enclosure charger rev. 2: s/n (B)(4) has been received by the manufacturer for evaluation. However, results are not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for kp 3.19 medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system was left unplugged for a significant amount of time and the mobile viewing station (mvs) had red light indicators. The system was then left charging for 30 minutes with no changes. The mvs was powering on with no issues, both the mvs and the image acquisition system had a green power line in the leds. There was no patient involvement.